Event description:
Customer reported the control panel is locking up, cannot annotate, and cannot move the c-arm left or right, and had to reboot the system to continue the case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and was able to verify the problem, but could not identify the fault. Adjusted the 12v power supply as a precautionary measure. System is operating as intended.